Event description:
We received an allegation about discrepant results for 1 patient's plasma sample tested with elecsys troponin t hs (tnths) assay on a cobas e801 immunoassay analyzer. Initial result: 77 pg/ml. 1st repeat result: negative (tested in another laboratory). The specific result was not provided. On 13-dec-2023 the original sample was repeated: 2nd repeat result: 3 pg/ml. 3rd repeat result: 4 pg/ml.

Manufacturer narrative:
The tnths reagent expiration date was not provided. The cobas e801 analytical unit serial number was (B)(6). Calibration was acceptable. The alarm trace showed multiple abnormal aspiration alarms. The investigation is ongoing.

Manufacturer narrative:
Section d4 was updated. The cobas e801 analytical unit serial number was updated from (B)(6) to (B)(6). The alarm trace showed multiple alarms including sample short, sample foam, and sample clot alarms indicating a sample quality issue. The provided images showed that the active grippers were dirty/white particles at the surface which were cleared in the course of pipetting. A general reagent problem can be excluded because the qc prior to the event was within ranges. The investigation did not identify a product problem. The cause of the event could not be determined.